Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported from the operating room that device pump regular insulin bolus of 100ml with dose concentration of 1unit/ml into patient then it started to free flow. Pump was set up correctly by anesthesiologist md. Pump did not alarm at any time. Md observed newly hung bag to be empty. Stat blood glucose was 24. D50 was given appropriately. Blood sugar was continued to be monitored and treated.

Manufacturer narrative:
Additional information added to: b5.

Event description:
It was reported from the operating room that device pump regular insulin bolus of 100ml with dose concentration of 1unit/ml into patient then it started to free flow. Pump was set up correctly by anesthesiologist md. Pump did not alarm at any time. Md observed newly hung bag to be empty. Stat blood glucose was 24. D50 was given appropriately. Blood sugar was continued to be monitored and treated. Per customer, serious injury has been averted by clinical staffs quick reaction.

Event description:
It was reported from the operating room that device pump regular insulin bolus of 100ml with dose concentration of 1unit/ml into patient then it started to free flow. Pump was set up correctly by anesthesiologist md. Pump did not alarm at any time. Md observed newly hung bag to be empty. Stat blood glucose was 24. D50 was given appropriately. Blood sugar was continued to be monitored and treated. Per customer, serious injury has been averted by clinical staffs quick reaction.

Manufacturer narrative:
Cancel-8015 changed from suspect to concomitant.